Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 33.2 mmol/l (~598 mg/dl) after approximately 25-36 hours of pod wear on the arm. The patient subsequently developed symptoms including nausea and vomiting, prompting him to seek medical attention. The patient contacted emergency services and was transported to the hospital, where he was admitted to intensive care with a diagnosis of hyperglycemia. According to hospital staff, the cannula deployed but did not enter the skin, resulting in no insulin delivery. Treatment during hospitalization included intravenous fluids and insulin therapy, with an initial dose of 10 units of insulin upon admission and approximately 2 units hourly thereafter. The patient was subsequently transferred to a general care ward and later resumed omnipod therapy once blood glucose levels were stabilized. The patient remained hospitalized for approximately eight days and was discharged on (B)(6) 2026. The pod was removed and retained by the hospital and is not expected to be returned for investigation.